Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting off on 1/20/2024. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 656 mg/dl with large ketones that a health care provider determined to be dangerous and life threatening on 1/21/2024. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg which resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.